Event description:
It was reported that the patient received inappropriate shock due to noise on the right ventricular lead. Upon review, noise was noted after the patient received several appropriate shocks for ventricular tachycardia. An inappropriate shock was delivered after the noise continued. The lead was believed to be fractured and was capped and replaced on 8/14/17. No further information available.

Manufacturer narrative:
Correction: the previously reported explant date was incorrect; the lead was capped and explant date should be blank.